Event description:
It was reported that a user experienced a freestyle cgm pairing failure with the ilet app after applying a new sensor, where the app displayed prompts to connect cgm or enter bg and did not receive sensor data despite multiple re-scan attempts, consistent with an intermittent communication failure involving the antenna and electrical/magnetic components. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet system consistent with intermittent communication failure localized to antenna and electrical/magnetic components. It was concluded, based on previously established findings for similar reports, that the cause was component failure.

Manufacturer narrative:
This MDR is being submitted late due to a complaint management system transition. During reconciliation and review activities following the system migration, this event was identified as meeting MDR reporting criteria under 21 cfr part 803. Upon identification of the reporting obligation, beta bionics initiated submission of this MDR.